Manufacturer narrative:
Device evaluation summary: the reported alarm and increase in rpms was verified during service. During the inspection/evaluation the field service technician, ran the bio-console base with a flow loop at 2500rms and 4lpms for 45 minutes without errors. The field service technician adjusted the rpm knob to various settings without error. The field service technician was unable to duplicate the problem. The field service technician did observe error 47 (sc mpu mc hall phase a soft error) and error 52 (sc mpu mc speed control gain soft error) in the error logs. The field service technician replaced the mp module as precaution to address the error that may have caused errors 47 and 52. Preventive maintenance was performed as per specification. Service close date: 29-apr-2022 by (B)(4). Conclusion: this regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio console instrument and external drive motor, it was reported the bio-console instrument started alarming and reading "motor malfunction" and the rpms increased to 6000+. Due to this, the cone decoupled. An attempt was made to turn the rpms down and then off using the control knob, however, rpms remained over 6000. Rpms slowly came down to 960 on their own with the knob still in the off position. The patient was clamped out, the cone was reseated, and the customer tried to re-establish flows. Rpms increased back up to 6000 with no flow to the patient. Electronic connections were checked, the bio-console was powered off, and the customer simultaneously started hand cranking. Cath lab paged perfusion back-up, a new bio-console and external drive motor were brought into the room. The cone was switched to new external drive motor, attached to the new bio-console. Flows were reestablished to 4 lpm at 2880 rpms. The customer continued to work throughout incident, the lowest patient mean arterial pressure (map) was 45. The patient lost pulsatility for 60 seconds, but remained stable after reinitiating of flow. Medtronic received additional information that affinity centrifugal pump cone was also used during the procedure. The cone was not replaced during the error as it did not appear to be the cause of the error. The cone continued to operate as normal once the console and motor were replaced.